Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage post-op & head wear. It was reported the patient underwent total hip replacement in (B)(6) 2023. The patient experienced hip pain, limping after squatting and turning in mid-february 2025. The patient returned to hospital for examination, x-ray and CT showed device dislocation. On (B)(6) 2025, the patient underwent total hip revision surgery. After removal, it was found that the liner was broken and the ceramic head in contact with it was partially black as attached photos. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the delta cer head 12/14 28mm +1.5 has signs of what appears to be material transfer, most likely caused by the head being in contact with the acetabular cup after the fracture event occurred. However, material transfer is not indicative of wear on the femoral head. Nothing suggestive of a dislocation was observed. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 28mm +1.5 product code: 136528310 lot number: 3847946 and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 28mm +1.5 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 28mm +1.5 product code: 136528310 lot number: 3847946 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 28mm +1.5 product code: 136528310 lot number: 3847946 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient underwent right total hip replacement in 2023. The patient experienced hip pain, limping after squatting and turning in (B)(6) 2025. The patient returned to hospital for examination, x-ray and CT showed device dislocation. The patient underwent total hip revision surgery. After removal, it was found that the liner was broken and the ceramic head in contact with it was partially black.